Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (gripper actuation - single) was confirmed via returned device analysis. The reported device damaged by another device (caused damage), difficult or delayed positioning (anatomy), and positioning failure (leaflet grasping - clip not implanted) could not be replicated in a testing environment. Additionally, the lock line was observed to be frayed and a gripper line was broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported difficult or delayed positioning (anatomy), associated with the clip getting caught in chordae, was due to procedural circumstances while grasping was performed. The reported device damaged by another device (caused damage), associated with the interaction with an implanted clip, was related to the troubleshooting maneuvers performed to free the clip. The reported difficult to open or close (gripper actuation - single) was due to the observed broken gripper line. The reported positioning failure (leaflet grasping - clip not implanted) appears to be related to the chordal entanglement, which would make it more challenging to grasp. The observed gripper line break also appears to be related to the chordal entanglement, as the interaction with chordae may have introduced excessive tension onto the gripper arm and subsequently the gripper line. A cause of the observed lock line fray could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4, restricted posterior leaflet, and an anterior prolapse. An xtw clip (30717r1109) was inserted and grasping was performed. However, after the clip was closed, a perforation was observed on the anterior leaflet. Therefore, the clip was repositioned and successfully deployed. To further reduce mr, an additional xtw clip (30801r2064) was inserted. However, while grasping, the clip became caught in chordae. Troubleshooting was performed, but the clip was unable to be retracted into the left atrium (la). During troubleshooting, the two clips came in contact with each other, causing the first clip to detach from the anterior and remain attached to the posterior leaflet (single leaflet device attachment/slda). The physician then attempted to stabilize the slda with the second clip while it was caught in chordae. However, the leaflets were unable to be grasped. It was then observed that one of the grippers was not working. The physician again decided to try and remove the clip from chordae. This time, the clip was successfully removed and the procedure was discontinued. Mr remained at a grade of 4. There was no clinically significant delay in the procedure. No additional information was provided.